Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 150 mg/dl. The customer stated, he was washing his hands and splashed a little water on the device. The customer stated, he was not operating the device when received error. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: button error alarm and no act button response due to corroded keypad traces. No unexpected audio/beep anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on electronic and motor assembly.